Event description:
Customer states that the patient complained of excruciating pain. Implant was removed.

Event description:
Customer states that the patient complained of excruciating pain. Implant was removed.